Manufacturer narrative:
(B)(4). Sus voluntary event report# mw5059341. A visual, dimensional and functional inspection of the device could not be conducted since the device was not returned for evaluation. No lot number was provided and therefore, no review could be performed. Based on the results of the investigation, there were no device deficiencies identified which caused or contributed to the reported event. No corrective actions will be taken. Teleflex will continue to monitor and trend for reports of this nature. The customer indicated that no sample was available for return. Although the complaint could not be confirmed and the cause could not be determined, removal technique is a potential contributing factor to the reported issue. The risk manager communicated that it is unknown how the cannula was removed. When the nurse came back into the patient's room, the io was no longer in place. The hospital stated that they were not aware of any removal attempts by a medical professional and thought the cannula must have just fallen out. Proper removal techniques involves: "withdrawing the catheter by applying traction while rotating the syringe and catheter clockwise."

Event description:
The information in this report was obtained from a sus voluntary event report (mw5059341). The report indicates that the patient was presented to the ER. The io device was inserted by the ER physician. The patient was admitted to the hospital and the floor nurse noted that the io device was leaking. The nurse requested assistance with removal by the ER staff. The ER nurse came to remove the io and noted that the device (plastic piece) was already out and was attached to the gauze. The patient was then discharged and returned to the ER complaining of shoulder pain. An x-ray was obtained and showed that a 2 cm linear foreign objected was noted with what appeared to have a segment of a catheter remaining. The patient was sent to the orthopedic surgeon. The patient's current condition is unknown.